Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the problems reported. The infusion timer and the infusion pressure output were checked and found to have met all product specs. The footswitch was also checked and found to have met all product specs. The service rep replaced the cpu battery, the top vitrectomy connector, and the latch seal as preventative maintenance. The parts were disposed off on site. (B)(4).

Event description:
Adverse event(s): "no pt injuries" (no consequences or impact to pt). Product problem(s): "infusion not available via footswitch." (Defective component). A nurse reported the infusion was not available via the footswitch. The nurse had to manually change the settings, per the surgeon's request, to complete the case. There were no pt injuries. Additional info was requested.